Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain the patient's weight. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. A wireless software update was performed clearing the message. The device is providing therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.